Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited an under-sensing, low impedance measurements and p-wave amplitude variation. Programming changes were made to address the issues. The clinic will continue to monitor the patient. The patient was in stable condition.